Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the overlay tubing of the lead was extrinsically breached due to melting, the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the overlay tubing of the lead was observed to have blood ingression and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that lead was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find the explanation for ¿over-sensing/noise, non-sustained tachyarrhythmia¿ described in the event. Results for all electrical testing were within specified parameters. It was observed that there was a foreign object attached to the outer insulation of the proximal rv leg. No other anomalies were observed. Helix extension/retraction and length testing were performed and all results were within specified parameters.

Event description:
It was reported that the right ventricular (rv) lead had some oversensing episodes of non-sustained tachycardia (nst). The nst could be triggered with manipulation by the patient. Also the short v-v interval counter was at 60 in the past three days. The lead was e xplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.